Event description:
It was reported that balloon rupture occurred. The 50% stenosed, target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
(B)(6).